Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and during priming, saline solution leakage was observed from the hemostatic valve. This occurred after puncture, during preparation before insertion into the patient¿s body. No air entered the patient's body. No blood leakage was noted. No damages or dislodgments were identified on the brim cap, hub, or valve. The issue was resolved by replacing the sheath with another new one. No patient consequences were reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000658 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).